Event description:
A hospital in another country reported that the tubing of the rt340 breathing circuit became too hot and a smell of plastic burning was noted. The temperature displayed on the humidifier was reportedly normal. The breathing circuit had apparently been in use for seven days.

Manufacturer narrative:
This is a malfunction that was reported to fisher and paykel healthcare. The product is not sold in USA but it is similar to another model which is sold in the USA. The returned device has been inspected visually, and the resistances of the heater wires have been measured. Further tests are being carried out. The investigation is still in progress. Results: there does not appear to be any signs of burning or melting of the tubing. The measured resistances of the heater wires are within specifications. Conclusions: no conclusion to date.